Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The nurse did not proceed with the infusion and removed the pump equipment. The received customer medwatch states: "rn was setting the IV tubings to administer mg so4 when she noticed that the piggy back set up was going up to the main IV fluid chamber. Rn did not go through the infusion and remove the equipment from the patient's room."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was setting up mgso4 as a piggyback infusion when she noticed that the drug was going up the primary IV fluid chamber. The customer reported no patient harm and no medical intervention was required. The patient received the ordered dose with a different IV tubing set. The primary infusion was setup for d5+1/2ns.